Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported the surgeon had an issue with the cutter during the procedure. It would not cut, they opened a backup cutter and continued with the surgery with no issue.